Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The top case was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective connection with the top case and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.